Event description:
According to the reporter: the handle went half was down, and the shaft knife blade locked but the staples deployed. No tissue damage, but staples were noticed to be missed when the anastomosis was re-opened. No blood loss, but operative time was delayed by about 45 mins.